Event description:
(B)(6), the surgeon was broaching the femur with an accolade broach and handle, and as he was knocking the broach out of the femur the end of the broach handle broke off. Another identical device was immediately available for use and case completed as originally planned without any delay or medical intervention.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.